Event description:
A report was rec'd that the pt underwent a pocket revision due to difficulty charging her ipg. It was determined that the ipg was too deep. The physician relocated the pocket and the pt was reportedly doing well following the procedure.